Event description:
(B)(4) study. Same case as MDR ID #: 2134265-2013-09559. It was reported that myocardial infarction (mi), stent thrombosis and chest pain occurred. On (B)(6) 2013, the patient presented with acute myocardial infarction (mi). Subsequently, the index procedure was performed. The new, type b2, concentric, diffuse 99% stenosed target lesion was a located in the non-tortuous and non-calcified proximal left anterior descending (lad) with less than 45 degrees bend and was 17.8mm long with a reference vessel diameter of 1.76mm. Timi ii flow was noted. The lesion was treated placement of a 2.25x20mm promus element plus stent at 9 atmospheres. Residual stenosis was 0% and timi iii flow was restored. Five days post procedure, patient presented with st elevation myocardial infarction with chest pain. Subsequently, stent thrombosis was noted in the mid lad. The physician treated the lesion with another 2.25 promus element plus stent placed overlapping the previously implanted stent. The event was considered disappeared and the patient was discharged. On (B)(6) 2013, patient presented with st elevation myocardial infarction with chest pain and thrombosis was confirmed in the proximal lad. The physician performed aspiration of thrombus. The event was considered disappeared. On (B)(6) 2013, the patient visited the hospital for the 6-month follow-up.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).